Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The patient was experiencing patella tracking issues. The surgeon suspected patella clunk syndrome. We debrided soft tissue from the joint and exchanged the 9mm insert for an 11mm insert; right side.